Event description:
The customer reported that when the unit was set up for a system leak test, the machine and proximal pressure sensors slowly increased during the test, but had passed the high pressure leak test. The customer then reported leak test pressure rises from the baseline when the patient port is sealed and pressure builds when oxygen is connected to the inlet. Additionally, it was reported that sensors slowly increased during the leak test although no force is applied to the syringe. Upon monitoring of air flow on pneumatics screen; it was essentially zero, no variation in read-out. The customer reported there was no patient involvement.